Manufacturer narrative:
The exact implant date is unknown but it was mentioned to be in (B)(6) 2014. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped inflating, the prosthesis did not work after handling the pump in the scrotum. A magnetic resonance was performed and it did not show rupture of the prosthesis.